Event description:
The customer reported that the insulin alarm had no delivery alarm. Troubleshooting was done. Customer stated that the alarm occurred during priming process and bolus. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.